Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering insulin completely, and his glucose level was elevating. The customer had a back up plan, but he has not treated. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that he changes the infusion set every three days. Ran a fixed prime and no insulin exited. The customer stated having the same issue for the past three weeks, and he requested a replacement of the device. No further info was provided.